Event description:
The reporter contacted animas on (B)(6) 2010, alleging an overheating battery. The reporter contacted animas on behalf of her son (the pt). She claimed that the pt woke up with the pump alarming low battery. When the battery was removed, the reporter claimed that the battery was hot. She denied that the pump was hot. The animas rep instructed the reporter to remove the pump and follow a backup plan. Based on the info provided, this complaint is being reported due to the alleged battery issue. There is no evidence, however, the pt suffered a serious injury because of the alleged issue. The reporter did not allege any harm due to the reported battery issue.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.